Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The chemical lab has tested the ph and osmo of a reference sample and the results are within specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As all testing results were within specification for this batch and no sample was returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product was returned and/or insufficient product data was available, the complaint could not be verified and therefore no corrective and preventive actions was initiated. However further trending was performed. The manufacturer internal reference number is: (B)(4).